Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the contact pin was broken in the following order due to deformation and damage to the connector tip of the connected endoscope. When inserting the video connector of the endoscope into the video connector socket of the device, the damaged part of the video connector tip got caught in the contact pin inside the video connector socket. Since the video connector was further inserted with the inserted video connector caught, the contact pin inside the video connector socket was pushed inward and deformed. In addition, the reported event that the endoscope image was flickering may have been caused by the inability to fix the endoscope due to the locking lever failure. Omsc determined that the locking lever failure may have been caused by the following: the locking lever was worn due to repeated use for a long period of time, because about 5 years have passed since the device was manufactured and delivered. The user tried to pull out the endoscope without unlocking it. The user tried to unlock by pushing the locking lever hard. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the phenomenon reported by the user facility was reproduced. The video connector socket was damaged but could be connected. This defect may have been caused by excessive stress on the video connector socket. The lock lever of the video connector socket was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the contact pin inside the video connector socket was broken, and interfered with the display of the endoscopic image when using the olympus 180 series endoscopes. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) & (B)(4) and found that the endoscope image was flickering when the video connector was moved.